Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cable of fenestrated bipolar forceps was found to be damaged. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. In addition, the instrument was found to have damage of the conductor wires insulation at the distal end. The wires were not exposed as a result of the damaged conductor wire's insulation. Electrical continuity was performed and passed. The instrument was also found to have abrasion damage to the bipolar yaw pulley and thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips.